Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, the lp was exhibiting varying high capture thresholds and multiple locations were attempted with no success. The lp was exchanged, and the procedure completed without issue. The patient was stable.